Event description:
The customer reported the device repeated failed shift / system test with error codes 90007, 90008 and failure to charge for defibrillation test. The customer reported these errors occurred during shift check and that there was no adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported the device repeated failed shift / system test with error codes 90007, 90008 and failure to charge for defibrillation test. The customer reported these errors occurred during shift check and that there was no adverse patient impact. The device was evaluated at philips and multiple defib test failures, reported error codes 8 (unwanted charge) and 10 (safety relay failure) were confirmed. Philips resolved this issue by replacing the power pca.